Event description:
It was reported that the patient originally had a gastric band placed; the patient received a lap gastric bypass when the event occurred. The plications were taken down when the band was removed. The first three firings peristrips were used as buttressing material with the device and it fired properly. After firing the second time on the pouch, which was the fourth firing of the device, not using buttressing material, the surgeon noticed that no staples formed. There were u shaped staples. Before he noticed the staple line and that the staples did not form, the device was fired two more times and the device worked properly. The pouch side was sutured closed and another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.